Event description:
It was reported that the user inadvertently pushed the plunger out of the insulin cartridge and did not have a replacement, after which the ilet alerted to high glucose; the user¿s blood glucose reached 369 mg/dl for approximately 30 minutes out of range, and they disconnected the system, administered subcutaneous insulin by pen per guidance from their healthcare provider, and planned to insert a new cartridge at home. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem related to the plunger component and no device problem found, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.